Event description:
On 03/21/2025, instrumentation laboratory received a customer complaint regarding microbacterial contamination with vials of hemosil synthasil lot n1136730. The customer randomly inspected 15 out of 75 vial boxes and determined that 1 or 2 vials in each box were contaminated. There was no negative patient impact reported.

Manufacturer narrative:
Multiple customer complaints have been received reporting visible mold contamination in some vials of hemosil synthasil lot no. N1136730, causing quality control (qc) materials to recover high, outside the labeled acceptance ranges. Based on the initial investigation, the issue was assessed as presenting negligible safety risk, and therefore neither MDR reporting nor a field action was required at that time. However, recent testing suggests that patient results may be affected when contaminated vials are used. Based on the additional information and the reassessed (rescored) clinical risk, a class ii FDA-reportable field action is being initiated on december 11, 2025, under internal ID no. (B)(4), instructing customers to destroy any remaining inventory of lot n1136730. In addition, the six (6) associated complaints are each being filed as separate mdrs using an awareness date of december 9, 2025 (last signature on the risk assessment). All six complaints involved qc out of range, with no impact to reported patient results. No MDR follow-up reports will be submitted, as any corrective action activities will be tracked through the associated recall. This recall will be reported to FDA oii/omdrhi, northeast division, and tracked to a 100% effectiveness check in the united states.